Event description:
During the third puncture, a sound was heard. After withdrawing the needle, it was found that the needle could not be retracted or pushed out (outside the patient), and the tissue strip could not be collected. The operation was stopped. Subsequently, use another puncture needle of the same model to complete the subsequent procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Stylet broken cannot observe the location with kink or bent. Was gaining access to the target site difficult? No. Was puncture of the targeted site difficult? No. What is the scope manufacturer and model number that was used? Pentax. Was force required on insertion of device into scope? No. Was resistance felt while inserting the device through the scope? No. Was the device used in a tortuous position? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Are images of the device or procedure available? No. When was the issued with the product noted? Once heard the sound. Was difficulty experienced while retracting the needle? Yes. Was it possible to be fully retract before removing the needle from the patient? No. How many samples were obtained (passes completed) with this needle? 3. Was the stylet partially removed when advancing the needle into the target site? Yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? No. If not with the device in question, how was the procedure performed and/or finished? Changed another needle. Did the patient require any additional procedures as a result of this event? No. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? No. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.